Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
It was reported by legal that this male patient's right knee was revised due to accelerated and preventable wear of the optetrak polyethylene tibial insert.

Manufacturer narrative:
H6: investigation results: the revisions reported may have been the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs, photographs, operative notes, and part information were not provided.